Event description:
Removal of mcghan silicone mammary implants and breast reconstruction with autologous tissue. Due to silicone saturation in tissues there was poor wound healing, poor circulation at wound sites-tissue necrosis, gangrene, prevented normal healing for more than 7 months. Implants continually leaked silicone gel fluid into surrounding tissues. Liver & gall bladder covered with "fibrous immune-reaction scarring." Removed intact but leaking silicone gel fluid into breast cavity.